Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade "iii-IV".

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade "iii-IV" and "patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, opening, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.